Event description:
The customer reported that the system displayed filament regulator error. The field engineer noted that the system displayed a precharge voltage error and would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.